Event description:
Baxter foreign affiliate from norway reported home patient (hp) felt full, as if she were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp reported feeling full during cycle 12 of therapy, at which time she reported stopping the therapy and encountering an unspecified alarm. Foreign affiliate reported the hp discontinued therapy at the time of the alarm and performed a manual drain. Hp reported removing 1500ml of fluid during the manual drain, which is 500ml greater than the programmed fill volume of 1000ml. Follow up with the foreign affiliate reveals the hp had bypassed unspecified alarms during the therapy. According to foreign affiliate there was no pt injury or medical intervention as a result.